Event description:
The customer reported that the olympus resection sheath¿s ceramic tip was damaged during reprocessing prior to the next procedure. According to the initial reporter, the intended patient was not under anesthesia, and the intended procedure was successfully completed using the subject device.

Manufacturer narrative:
The evaluation of the event is on-going. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5,d10,e1. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the damage was thermally and mechanically induced. However, a definitive cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was diagnostic and there were no reports of patient harm.